Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of the injector creates small and peripheral tears in the optic edge; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the injector created small and always peripheral tears in the optic edge. At most, these tears would extend 0.75 mm towards the center of the lens. The tears usually seemed to be near the haptic. The tears started happening around september and would happen with multiple technicians loading the lenses. Physician did see it happen on non-toric and toric iol¿s. Phyisician never exchanged an iol as physician could not imagine these peripheral tears being optically active. Physician did rotate a trifocal non-toric iol so the tear went down to 6 o'clock. No science to that, it just seemed sensible. Also stated physician can only imagine it was due to something new with the iols or the cartridge. Physician use a cartridge with a 2.4 mm dual bevel keratome.